Event description:
Pt revised for loose implant/bone interface of both tibial and femoral components. Depuy cement was used.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the cement as the part and lot code required was not provided. A search of the complaint database found no prior reports for the femoral and tray part and lot number combinations. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.